Manufacturer narrative:
MDR made in error- customer used wrong product.

Event description:
Error.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module infusion set had foreign matter the following information was received by the initial reporter with the following verbatim it was reported by customer that product has had several stoppers pushed into the vial while using infusion set ref# 2426-0007. When they look up the specs for the set it says spike universal. They need to know the diameter of the spike in order to determine why they are having problems with the stoppers.